Event description:
A high impedance event was observed upon review of programming history data. System diagnostic test was performed and resulted in high impedance (6103 ohms). Subsequent testing showed normal impedance. The neurologist reported that he did see high impedance initially and that it resolved soon after when he performed the test again. He mentioned that the patient started coughing unrelated to vns, due to patient having severe tb) when he performed the first diagnostic test. When it showed high impedance, he thought it was due to the patient coughing and moving and the wand not being held steadily due to movement. After coughing subsided, he performed the test again and it showed normal impedance. He mentioned that patient's seizures were well controlled and that patient had been seizure free for a year prior to that appointment. There had been no clinical changes in patient and no side effects from vns as patient tolerated vns well. A review of device history records for the generator and lead shows that no unresolved non-conformances were found.